Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site attempted to register a patient 2 times and ended up aborting navigation because the registration would not pass. The exam they were trying to use only had 35 slices. Navigation was aborted. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.